Manufacturer narrative:
Pump was received with motor error alarm during occlusion test due to faulty force sensor alarm (gold). Motor passed motor test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown.